Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a potential infection. The status of the device has been requested and not received. No further patient complications have been reported as a result of this event.